Event description:
Pt received breast augmentation in 2004. 3 days later, the left catheter was removed easily by caregiver at home with no resistance. When caregiver went to remove right catheter there was resistance so pt returned to office the following day to have that catheter removed. Nurse at office encountered resistance and with steady pull catheter snapped. 10 cm of the soaker portion came out leaving approx 2 cm in the breast pocket with the implant. No reports of pt sequelae at this time. Examination of the catheter found the break to have occurred at the first catheter hole. Co is continuing co's investigation of this matter.